Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (UDI): (B)(4). Investigation summary: the complaint device was received at service center and evaluated. The foggy image confirms the reported failure, internal scope was cleaned to address the issue. The distal tip, objective, optics were damaged and they were replaced. Device mishandling is a possible root cause for the reported failure. Other than that we cannot discern a definitive root cause for the reported failure, a manufacturing record evaluation was performed for the finished device (product code: 242043, serial number: (B)(4)), and no non-conformances were identified. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
As reported by the sales representative via phone, the picture looks like it is in black and white when viewing through the scope. They were able to complete the case by using another like devices with no patient harm or delay in the case. No further information available to the sales representative.